Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical us; the malfunction was (B)(6) and attributed to a faulty resistor on the bridge board. Analysis for reports of this type has not identified an increase in trend.